Event description:
A female pt reported experiencing a photphobia, pain, and blurred vision after using brand multi-purpose solution. The pt sought medical treatment fron an optometrist who diagnosed keratitis and began, prednisolone acetate, neomycin sulfate, and polymyxin b sulfate therapy. Gentamicin therapy was also administered. The pt was subsequently referred to an ophthalmologist. The optometrist felt the reaction was related to use of the device. Treatment was required to preclude a permanent injury. Laboratory analysis os the complaint unit will not be possible, the pt discarded unit.